Event description:
A customer reported an issue with their pump, which displayed an altitude alarm. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer had previously experienced this issue and was following precautions to prevent it. Technical support resolved the problem by arranging for a replacement pump, advising the customer on the use of updated software, and providing instructions for returning the problematic pump. The customer was also informed about steps to take upon receiving the replacement pump, and the necessity of putting the old pump into storage mode before returning it. The customer chose to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted.